Event description:
It was reported that an Evolut FX+ 34 millimeter (mm) transcatheter aortic valve procedure was planned via a left transaxillary (subclavian) access route due to complete occlusion of the femoral vessels. The valve was crimped and loaded by certified personnel, and the initial fluoroscopic check showed crown overlap up to node 3. During the attempt to deploy the valve in the annulus, the valve did not open completely and an infold was observed on fluoroscopy in the right anterior oblique (RAO) view. The valve was successfully retrieved from the patient¿s body and was replaced with a new 34 mm Evolut FX+ valve and a new delivery catheter system (DCS). During fluoroscopy check, no crown overlap was observed, and the second valve was subsequently implanted with a good final result. No patient complications were reported as a result of this event. Additional information was received to report the valve infold was noted in the valve frame during the initial deployment. The valve was recaptured into the DCS and withdrawn from the patient. A procedural delay of approximately 10 minutes was observed to prepare the second system.

Manufacturer narrative:
Updated data: B5. A second paragraph was added. Additional Codes. Annex F. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.